Event description:
Boston scientific received information that following a system revision for a left ventricular (lv) lead issue, the patient developed a hematoma. Cultures were taken, which came back positive for infection. This product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.